Event description:
It was reported that the device was explanted and replaced due to premature depletion. It was also reported that there was high threshold and gradually increasing impedance on the right atrial (ra) lead. The physician attempted to advance two different leads with the existing ra lead in place but was unsuccessful due to severe venous scarring. The existing ra lead was then attached to the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. Blood was present in/on the helix/lobe mechanism, the lead was stretched and damaged at implant. (B)(4) the full lead was returned and analyzed and no anomalies were found. Blood was present in/on the helix/lobe mechanism. (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.